Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose readings and leaks past both o-rings on the reservoir. The customer's blood glucose reading was over 500 mg/dl. The customer treated with manual injections. The customer stated that she also had low readings at first when she changed her set. The customer stated that there are leaks in the reservoir compartment near the black o-rings. The customer stated that there were air bubbles along the reservoir. The customer does not have product to return.